Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right ventricular failure and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was unclear if right heart failure (rhf) was a pre-existing condition as there was some evidence of rhf and high pulmonary arterial pressure prior to vad. A device related issue did not cause or contribute to the right heart failure. The patient had a non-abbott rvad from the time of surgery to time of death. The customer was unable to differentiate symptoms of rhf from critical illness.

Event description:
It was reported that the patient passed away due to right ventricular failure. The pump was not explanted.